Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought their ¿battery has malfunctioned¿ and was not helping them. They could not pee and had to catheterize again. The patient also reported that they had back, leg, and stomach pain. All of the issues began on tuesday ((B)(6) 2019) and was slowly getting worse for the past couple of days. It was noted that the patient¿s primary care physician sent them to the ER. It was noted that the patient did not have a healthcare professional (hcp) to manage the device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Addtional information was received. Pateint stated that they met with their health care professional and the device seems to be working. They also stated that the reason they use catheterization was because they had not been peeing however that it has resolved. Patient has a follow up appointment by the end of the month with their health care professional.there were no further complications reported or anticipated